Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high glucose results for 1 patient sample tested on a cobas c111. The initial glucose result from the c111 instrument was 7 mmol/l. The customer sent the sample to another laboratory using an abbott analyzer and the result was 5 mmol/l. The erroneous result was not reported outside of the laboratory. The customer then ran 10-12 patient samples on the c111 and then ran them on the abbott analyzer. No specific results were provided, but, the results from the c111 were higher than the results from the abbott. The customer also ran qc on the instrument. When they ran qc as a control test, the results were ok but when they ran qc as a patient, the results were higher. There was no allegation that an adverse event occurred. The glucose reagent lot number and expiration date were not provided.

Manufacturer narrative:
Based on precision testing data, the root cause was determined to be a pipetting accuracy issue.